Event description:
Pt reported that on (B)(6) 2013, he had a penumbra coil 400 implanted in order to occlude a brain aneurysm. He stated that during the surgery the coil prematurely broke off, detached and multiple pieces migrated into his brain. The surgeon attempted to remove the pieces, as two representatives from the manufacture observed, but according to the pt was he was unable to remove the fragments. Pt reported that soon after the surgery, he developed the following symptoms: left sided pain, tingling and numbness. In (B)(6) 2013, pt reportedly had an MRI which indicated that he had suffered multiple strokes and that the device fragments had indeed migrated into parts of his brain. Pt believes that this device is either a part of the class 1 recall that was issued in 2011 or is the replacement device that continues to have the same issues as the one that had been recalled. He stated that he came to this conclusion because the "reason for recall" on the FDA website states "premature detachment of the coil may cause the coil to unintentionally migrate. This can lead to serious injury including blood clots and stroke." Patient warns that this device is very dangerous and should be taken off the market before more people are hurt.